Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of depression ('depression'), abdominal pain ('abdominal pain'), pelvic pain ('physical pain/pain.'), genital haemorrhage ('gen. Abnormal bleed') and anxiety ('anxiety') in an adult female patient who had essure (batch no. B29069-inv, 829069-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation on (B)(6)2010, stress incontinence, endoscopic biopsy (states her states her menorrhagia has been going on for quite some time even before her last pregnancy. The vulva and the vagina are blood stained.) And cyst. Essure confirmation test is unknown. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as paracetamol (acetaminophene) since (B)(6)2011. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced depression, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage, pelvic pain, abdominal pain and anxiety. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted-plaintiff did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.94 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2010: chronic endometritis as manifested by the accumulation of plasma cells. Metrorrhagia, normal sonohyst. Lot number reported ( b29069, 829069 ) is invalid. Most recent follow-up information incorporated above includes: on 15-jan-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. B29069, 829069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation on (B)(6) 2010, stress incontinence, endoscopic biopsy (states her states her menorrhagia has been going on for quite some time even before her last pregnancy. The vulva and the vagina are blood stained.) And cyst. Essure confirmation test is unknown. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as paracetamol (acetaminophen) since august 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pain."), abdominal pain ("abdominal pain") and anxiety ("anxiety"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted-plaintiff did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.94 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2010: chronic endometritis as manifested by the accumulation of plasma cells. Metrorrhagia, normal sonohyst. Most recent follow-up information incorporated above includes: on 12-dec-2019: pfs received: lot number was added. New events "apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dysmenorrhea (cramping), vaginal discharge, weight gain/loss specify which one: weight gain" were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.